Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was admitted to the hospital on (B)(6) 2012, due to the ipg protruding through the skin. As a result, the pt's ipg was explanted. Sjm was unaware of the pt's ipg being explanted on (B)(6) 2012. The explanted product will not be returned to sjm. A replacement ipg was implanted on (B)(6) 2012 and is performing as intended.